Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an nd alarm occurred during infusion of 5fu. Troubleshooting was performed; however, the alarm recurred upon restart. The event occurred at the patient¿s home while the device was operated by a healthcare professional. Patient involvement was reported, with no harm or injury.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.